Event description:
Ous MDR - this device was returned for analysis due to "short longevity". This is all of the information that was provided to us. Should additional information become available, this event will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. First, the pacemaker analysis a visual inspection was performed revealing no anomalies. The pacemaker was interrogated and the clinical observation could not be confirmed. The programmer displayed the battery status ¿ok¿ with a remaining service time of 4 years and 10 months. Furthermore, the investigation of the memory content of the device documented as well a sufficiently charged battery. There were no deviations noted during analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.